Event description:
It was reported that during a shoulder arthroscopy, a device broke off in the bone. This device was retrieved by using a drill and drill bit however, the tip of the drill bit broke off deep in the bone and was not retrieved.